Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The physician was attempting to use an intrakit introducer during a procedure using a radial approach. No issues were noted during prep. No abnormalities were reported in relation to anatomy. During the procedure, it is reported that while tilting the dilator, the hub broke off when trying to remove it from the sheath. No excessive force was used. Forceps were then used to remove the rest of the dilator. No patient injury reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.